Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/7/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: this complaint was closed by ethicon some time ago.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many devices demonstrated the alleged deficiency during this procedure? More than 5 suture during multiple procedures. How many devices are bieng returned for analysis? Suture and needle were not saved but I will return the suture packets. What is the procedure name and date? Multiple plastic surgery procedures with 2/13 being the last date the suture was used. Pulled from stock at that time. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Our failure analysis lab received the additional product with reference to this complaint, the following product was received: product code j495 lot 101pu4 this complaint is for product code vcp495g lot 103q1g. 1. Please clarify if the additional device j495 lot 101pu4 belongs to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Also, if known, please clarify: how many procedures had sutures pop off? How many needles popped off during each procedure? If other complaint files have been created for this issue, please provide the pc #s.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2025 and suture was used. The needle popped off during procedure while the doctor was stitching patient up. There was no patient consequence reported. Additional information has been requested.